Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were sticking and not always responding to presses. The patient stated that the keypad has also started to peel. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/14/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Contamination was present under the contacts of all buttons. Testing could not confirm the keypad functionality since the display is blank. There's a crack along the battery compartment extending from the threads to the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.